Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to touch when it was charging. Tandem technical support (cts) and customer reviewed pump history and there were no alerts or alarms associated with the reported issue was found. There was no reported impact to blood glucose. Cts reviewed pump data and the pump temperature was found to be normal during charging. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.